Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of driveline disconnect alarms and driveline power fault alarms were confirmed via log file analysis. A review of the log files contained data spanning approximately 2 days (B)(6) 2022 per timestamp). On (B)(6) 2022 at 4:26:18, 8:02:43, 11:29:28 ¿ 11:29:29, 14:49:27, and 14:50:03, driveline disconnect alarms and lvad off alarms were active due to the driveline being quickly disconnected and reconnected. The pump stopped immediately after each driveline disconnect; however, the pump quickly regained speeds above the lsl after the driveline was reconnected. On (B)(6) 2022 from 14:49:10 ¿ 14:49:18, the driveline power fault alarm activated due to power a broken faults and the current sense on line a dropping below the threshold amperage. The pump current on the power line a was 0.008 a when the power a broken fault first activated; the pump current on both power lines should be greater than 0.008 a. The driveline power fault alarm resolved when the driveline was disconnected at 14:49:27. There were no other notable alarms active in the log file. The heartmate 3 vad modular cable (lot # 8252964) was returned for analysis. The modular cable was functionally tested and passed all testing without issue. The returned modular cable was connected to a test system controller and mock loop and allowed to run for an extended period of time. The modular cable was connected and disconnected from the controller and pump cable several times without issue. There were no observed issues with connecting the inline connector. The cable¿s connectors and pins were examined underneath a microscope, and no abnormalities were observed. No atypical alarms were reproduced throughout testing. Per the provided information, the patient tightened the connection of the modular cable and the alarms stopped. Additionally, the alarms resolved after the modular cable exchange. A root cause of the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline disconnect and driveline power fault alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook, rev. D, section 2, warns the user that if the driveline disconnects from the system controller, the pump stops. If the driveline becomes disconnected from the controller, the user is instructed to promptly reconnect it to resume pump operation. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history record was reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had multiple driveline disconnect alarms which resolved after they tightened the connection of the modular cable. The patient went into the clinic on (B)(6) 2022 where interrogation of their system controller revealed low flow, driveline disconnect, and driveline fault alarms. A review of the log file revealed low flow events on (B)(6) 2022 at 0420 and 1903. There were driveline disconnect alarms on (B)(6) 2022 at 0426, 0801, and 1129. Later at 1449, the log captured driveline power faults followed by other driveline disconnect events at 1450. There were no further driveline disconnect events since that time. Additional information revealed no cuts, visible damage, or dried fluids on the driveline. A plan to change out the modular cable was made. The driveline fault and driveline disconnect alarms resolved after the modular cable exchange.